Event description:
It was reported the single use laser fiber caught fire during an unspecified procedure. The fiber sparked and ignited. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the fiber was broken and burnt at the strain relief point. The burning is most likely the result of the fiber break allowing energy to escape and ignite the fiber coating. The cause of the fiber break could not be determined during a visual physical inspection. The rest of the fiber body does not have any visually identifiable defects, the distal tip is intact and appears unused. However, it may have been mishandled by the user. The following is included in the instructions for use (IFU): upon reviewing IFU, soltive¿ superpulsed laser fiber single-use, revision af, it was found that the device preparation section on page 3, includes "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber", device handling section on page 3, states "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." And intraoperative instructions section on page 4, states "be careful to not use too much force, as this can damage the fiber or laser system connector." Additionally, the laser safety considerations section on page 1, warns: "damaged or improper use of the laser fiber in an incorrect manner may lead to: ¿ severe eye or tissue injury ¿ fire in the treatment area ¿ unintended exposure to the patient or medical staff to laser radiation" and "failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room." Olympus will continue to monitor field performance for this device. This report is related to MFR (B)(4).

Event description:
The malfunction occurred at the beginning of ureteroscopy with laser lithotripsy therapeutic procedure which was delayed by 5 minutes. The procedure was completed using a similar set of device.